Event description:
It was reported, the device reached elective replacement indicator (eri) and there was possible early battery depletion. Also, there was a high threshold so the device had been programmed to maximum output. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. (B)(4).